Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued a persistent alert 65 instructing a restart, and the user repeatedly restarted the device without resolution while blood glucose levels remained unaffected; based on the device alarm description, the issue aligned with an audio over/under current malfunction rendering the audio alarm not audible, and a replacement ilet was provided with the original device returned. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no medical intervention, hospitalization, or long-term health impact. Investigation included a review of the device alarm history, user troubleshooting steps, and return logistics for device evaluation. Investigation of the returned device revealed a malfunction of the audio alarm function consistent with an electrical fault in the audio subsystem, causing the alert to persist despite restarts. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction due to a component or electronic failure within the audio circuit.